Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)-stem. Visual examination of the provided pictures identified the stem within the joint with slight discoloration to the trunnion and dark tissue surrounding it. The head and liner were explanted, with wear noted to the rim of the liner, as well as part of the rim being fractured likely during explant given the smooth surface on the left side of the liner rim. The outer spherical surface of the head shows some scratches and a view of the taper cannot be seen. All devices are covered in bio-debris and no further evaluation can be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with possible polyethylene wear of the acetabular cup. Possible hyperdensity of the right hip joint capsule which can be seen in the setting of metallosis. Correlate clinically. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported a patient underwent a right hip revision approximately thirteen years post implantation due to a squeaking noise, stiffness and ambulation difficulties. During the procedure, potential metallosis, acetabular liner damage and metal transfer was noted on the femoral head. The shell and stem remained well fixed, but the liner and head were removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02580, 0001822565-2023-02581. D10: unknown trilogy elevated acetabular liner; unk cocr femoral head. G2: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.